Event description:
Report received of no audible alarm detected prior to the pump shutting off. It was reported that while ambulating a pt who was receiving an unk volume of potassium chloride at an unk rate, the pump automatically shut off and did not alarm. The customer reported that there was no adverse reaction and no medical interventions were required. Though requested no additional info was available.